Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure (ess205) inserted. The patient's medical history included postpartum bleeding, endometriosis, d & c, retroverted uterus and endometritis. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant). At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): uterine dilation and curettage - on (B)(6) 2005: diagnosis: endocervix, curettage: detached fragments of low grade squamous dysplasia, with koilocytosis (cin I) . Benign endocervix.. Endometrium, curettage: proliferative endometrium with focal chronic endometritis. Negative for hyperplasia or malignancy. Specimen: endocervical curettage. Endometrial curettage. Clinical history/operative findings: postpartum bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('chronic endometritis') in an adult female patient who had essure (ess205) inserted. The patient's medical history included postpartum bleeding, endometriosis, d & c, retroverted uterus and endometritis. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced endometritis (seriousness criterion medically significant). At the time of the report, the endometritis outcome was unknown. The reporter considered endometritis to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): uterine dilation and curettage - on (B)(6) 2005: diagnosis: 1. Endocervix, curettage: detached fragments of low grade squamous dysplasia, with koilocytosis (cin I) . Benign endocervix. 2. Endometrium, curettage: proliferative endometrium with focal chronic endometritis. Negative for hyperplasia or malignancy. Specimen: 1. Endocervical curettage. 2. Endometrial curettage. Clinical history/operative findings: postpartum bleeding.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.